Event description:
It was reported that the 3 month follow-up CT scan showed there is a proximal type 1 endoleak coming from the top of the aortic cuff. The patient had a short 1 cm angulated 90 degree neck. Currently, the aortic neck appears dilated. No intervention is currently scheduled.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 50 x 41 mm diameter abdominal aortic a neurysm approximately one month ago. The aortic neck had severe angulation of 90 degrees, the neck diameter was 21 mm proximally and 23 mm distally. The iliac arteries were severely tortuous and mildly calcified. It was reported that during the removal of the bifurcated stent delivery system delivery system, the distal portion of the sleeve caught on the proximal portion of the bifurcated stent graft and pulled it distally resulting in a type I endoleak, which as noted on the final angiogram and misplacement of the bifurcated stent graft (ref pt. Identifier (B)(6)). The physician deployed the contralateral iliac limb and an ipsilateral iliac extension without issue and the delivery catheters were removed from the patient. Upon final angiogram there was a proximal type I endoleak. The physician implanted a 28 mm endurant aortic cuff to address the type I endoleak. Upon removal of the unsheathed aortic cuff delivery catheter, the spindle got caught on the contralateral iliac limb at the proximal gate (ref pt. Identifier (B)(6)), pulling the limb distally approximately 1 cm, without evidence of an endoleak. The physician modeled the stent grafts with a reliant balloon and a pta balloon. There was still a very slight proximal type I endoleak proximally but did not appear to be feeding the aneurysm. The physician believe the slight type I endoleak will resolve without issue after the heparin wears off. There were no difficulties inserting the delivery catheter and there was no difficulty deploying the stent graft. The device was torqued about 2 cm above the bare suprarenal stents. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (severely angulated aortic neck); evaluation, conclusion: device failure/lack of effectiveness related to patient condition (severely angulated aortic neck).